Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, animas received notification that the pump failed. It was noted that multiple attempts were made by customer support (cs) to contact the patient and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that the pump failed. No additional information could be obtained.